Event description:
The customer reported the system displayed pre-charge and filament regulator errors. No reports of pt injury.

Manufacturer narrative:
A ge surgery rep quoted the repair costs. The customer will call to initiate service.